Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via web form entry that the customer's insulin pump had a damaged ring and not sure if reservoir is able to lock in place. The customer's blood glucose level was unknown at the time of the incident. Troubleshooting was not completed as attempt to reach customer was unsuccessful. The insulin pump will not be returned for analysis.